Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with the administration of dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique was noted. On (B)(6) 2011, the patient experienced peritonitis, manifested by turbid peritoneal effluent and was subsequently admitted to a hospital. Remedial treatment included vancomycin 500 mg "tiv", amikacin 25 mg "l/pd soln" loading dose and 12.5 l/pds thereafter, and heparin 300 units/l "pds". By the time of reporting, the event of peritonitis was not resolved. Whether the patient was retrained with aseptic technique or action taken with dianeal pd2 unknown bag was not reported. A causality assessment was not provided. The reporter further commented that the peritonitis was due to break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.